Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital and had blisters and an open wound over the pulse generator. The patient was admitted and had IV antibiotics administered. It was suspected that the patient had an allergic reaction to the device coating. An allergy test was performed but the physician elected to explant the device. The device was replaced with a gold coated device on the right side.